Manufacturer narrative:
A historical review was conducted, and there have been no other reports for this part fracturing or having any other reported issues. No other related issues have been reported for any other parts from this part family, 90xxx-xx. The physician performing the case is a frequent user of the system, and their assesment of patient effect on the parts was determined to be the most likely root cause of the non-conformance, as all other reviews found no issues with the part or part family. It should also be noted that per the lateral plate system IFU, the following is stated under patient considerations: "weight. An overweight or obese patient can produce loads on the device that may lead to failure of the implant component." This is believed to be the root cause of the nonconformance.

Event description:
It was reported that during a postoperative x-ray, two bone screws were noticed to be broken. The original case occured sometime in december, a date was not provided. The patient was a large male, approximately, 6'3 and (B)(6). The surgery was reported to be difficult due to patient size and large osteophytes, but other than that device performance was normal and the surgery was uneventful. This was a 2 level lateral case at l2/3 - l3/4, with a 2 screw plate at each level and unilateral pedical screws. It was reported that the patient was doing great with no ill effects at this time, and that the patient did not report any traumatic injury that could have contributed to the broken screws. The physician made note that they were unaware of anything unusual that would have contributed to the device failure other than the patient size.